Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/21/2015 with the following findings: a review of the pump black box and alarm history showed a cs 078 call service alarm. During testing, the pump powered on with no alarms. The rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no call service alarms. The pump was opened and there was evidence of moisture corrosion on the transceiver board and the motor flex connector. The complaint of a cs 078 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Also unrelated to the complaint, investigation revealed that the audio bolus button was detached and missing from the pump. The audio bolus button responded appropriately during testing.